Event description:
Hospital personnel responded to a pt in cardiac arrest. Defibrillation electrodes were connected to the device and applied to the pt, described as "hairy". According to the reporter, when the defibrillator discharged, there "was a spark on the pads and a loud popping sound". There was no further info as to what transpired after. The pt was not resuscitated but there was no report of an adverse event as a result of the device use.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.